Event description:
Healthcare professional (hcp) reported one incident of a blood leak with the psn 210 dialyzer occuring immediately at the start of treatment. Blood leak was noted by the cobe c3 hemodialysis machine's blood leak alarm and confirmed with positive hemastix. Blood from the extracorporeal circuit was not returned to the patient with an estimated blood loss of 200 cc. Treatment was resumed with new disposables and completed without incident. No patient injury or medical intervention was reported per hcp.